Event description:
It was reported that the ilet user experienced hypoglycemia after misusing meal announcements by selecting a smaller ¿usual for me¿ meal size despite consuming higher-carbohydrate meals; the user contacted support and, per healthcare professional recommendation, completed a factory reset and setup with guidance. Symptoms included hypoglycemia with a nadir of 60 mg/dl. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to incorrect meal announcement size selection, and an improper method consistent with a user-interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.